Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (319 mg/dl). The cause of the high bg was not known. The infusion set site was changed and a correction via the pump was delivered to address the high bg. Reportedly, the customer used humalog in the cartridge for 3 days. Tandem technical support informed the customer that humalog was labeled for 2 days use in the cartridge. The customer acknowledged the information.